Event description:
On (B)(6) 2005, this patient underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprosthesis. On or about (B)(6) 2008, follow up imaging revealed that the common iliac artery was expanding circumferentially, however, no endoleak was detected at that time. Therefore, on (B)(6) 2008 the physician extended the pxc141200 device with a pxc201000 as a precautionary measure to eliminate the risk of a possible future distal type I endoleak. The patient tolerated the procedure.

Manufacturer narrative:
Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications.